Event description:
During baxter's review of the event history, it was discovered that a battery depleted alarm occurred during infusion and caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause were depleted main batteries. The batteries were replaced to correct this condition. Additional: the user interface module master software version is 6.13.92, categorized as remediated. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but has not been sent back to baxter for evaluation at this time. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.